Event description:
A patient dependent on continuous oxygen therapy experienced a critical issue with her oxygen concentrator. The gs concentrator assembly, failed to produce an adequate amount of oxygen, leading to shortness of breath. Despite attempting to resolve the issue by changing columns, the problem persisted. At the time of the event, no audible or visual alarms were triggered on the device to indicate a malfunction. Due to the lack of sufficient oxygen supply, the patient was admitted to the hospital for medical attention. An alternative oxygen source was available for use during the device failure. Following the incident, the patient was contacted via email and later by phone. During the follow-up, she confirmed her hospitalization and described experiencing a change in health condition.

Manufacturer narrative:
Multiple follow-up attempts were made, including two phone calls and a voicemail left for the patient, followed by an email. The reportability assessment was completed, and any necessary reporting submissions were made.